Event description:
It was reported that the patient was presented to the hospital for a scheduled implant procedure. Post surgery the day after procedure, interrogation of the pacemaker revealed the patient's right ventricular (rv) lead had exhibited an elevated capture threshold. X-ray imaging performed revealed the rv lead was dislodged. The rv lead was explanted and replaced on 1 feb 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of inadequate capture threshold and lead dislodgement was not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood for analysis. Electrical testing and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection found the outer insulation twist at the proximal region of the lead. After cleaning the helix and applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification. No other anomalies were seen.